Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that the issue started with the batteries not lasting more than a week and battery indicator does not show less than 2 bars. Customer received a battery out limit alarm during normal use. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; no failed battery test occurred and the display did not return. Blood glucose value is 368 mg/dl; had not treated. Customer mentioned that he has been running high and believes that his settings are not accurate and will need to get them changed. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.